Event description:
It was reported that when an asymptomatic patient presented for routine follow up, post paced t wave oversensing on the ventricular lead was observed on a stored egm. The device was reprogrammed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.